Event description:
Customer reports of having low blood glucose and going into suspend even during the day. Customer's blood glucose was 68 mg/dl. Customer was advised that if insulin pump suspended when blood glucose was low, then it was working as designed. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.